Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The calcification placed into the sinus of valsalva (sov) was pushed, which resulted in stenosis of the lca ostium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, stenosis by calcification was observed in the left coronary artery (lca) ostium following valve implant. A 23 mm sapien 3 valve was deployed with nominal volume. Aortography revealed mild paravalvular leak (pvl) and stenosis of the lca ostium. The patient was hemodynamically stable. There was no problem to cardiac function on ultrasound using an ice catheter. Ivus was performed. The calcification placed into the sinus of valsalva (sov) was pushed, which resulted in stenosis of the lca ostium. The lca was protected and post-dilation was performed for the mild pvl. A stent was implanted in the lca ostium.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.